Manufacturer narrative:
The insulin pump was missing the display window and was received with a cracked case at the display window corners and a cracked reservoir tube.

Event description:
It was reported that the customer had physcial damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump was dropped, display went inside and driver support cap appears to be damage. The customer was not in an car accident. The patient was advised that we will send replacement. The customer was asked verbally and in written form to return broken insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.